Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was selected for use. During the procedure, the balloon was ruptured during the second inflation at nominal pressure. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was ruptured during the second inflation at nominal pressure. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. A visual examination of the returned device identified that approximately 14mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit, and the balloon was inflated to its rated burst pressure of 10 atmospheres with no leaks or issues noted. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.